Event description:
The customer called to report a button error alarm and a frozen screen. The customer also stated that inside of the screen was foggy. The insulin pump was not exposed to moisture, but it was in the bathroom while the customer took a shower. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display and constant tone due to moisture damage on the electronic assembly. Unable to confirm any alarms due to the blank display.